Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two reports associated with this event. Please refer to MFR report # 9616099-2007-00938. The products remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The target lesion was the proximal left anterior descending (lad). The vessel was an in-stent restenosis of a previously implanted bare metal stent. It was a concentric and bifurcated lesion. Aha/acc classification of the vessel was type b2. The lesion length was 20mm and vessel diameter was 3.0mm. The procedure was an elective case. Pre- dilatation was conducted with a 3.0 x 20mm balloon at 12atm for 30 seconds. First, a 3.0 x23mm cypher was implanted at 16atm for 15 seconds. Another 3.0 x 13mm cypher was implanted at 18atm for 15 seconds distal to the 1st cypher overlapping it. Post-dilatation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow was 3 before the procedure and 3 after the procedure. Act was not measured. Three days after the procedure, the patient developed acute myocardial infarction in the hospital. St elevation and cardiac enzymes elevation were observed. Coronary angiography was conducted and thrombus was observed in the cypher. To treat the thrombus, aspiration and balloon angioplasty were conducted. Inflation pressure and time were unknown. Physician indicated that the possible cause of the thrombotic event was because the 1st cypher stent was under dilated.